Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advance to next fill when slow/no flow occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 111/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during drain. The cg stated the patient received the alarm at the end of therapy. The technical service representative (tsr) reviewed the programming. The hcp was set to low fill mode continuous cycling peritoneal dialysis, with a total volume of 5500ml, a fill volume of 450ml, a last fill volume of 100ml, and 12 cycles. The tsr reviewed the log. The initial drain volume equaled 153ml. The total fill volume equaled 5394ml, the total drain volume equaled 6335ml, the total ultrafiltration (uf) equaled 941ml, the cycle 12 uf equaled 15ml, the cycle 11 uf equaled 411ml, the cycle 10 uf equaled 7ml, the cycle 9 uf equaled 0ml, the cycle 8 uf equaled -31ml, the cycle 7 uf equaled 188ml, the cycle 6 uf equaled 49ml, and there were 0 bypasses. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(6) 2012. The rn stated she was aware of the alarm but did not understand why this was an overfill. Product surveillance explained the alarms meaning and informed the rn that during cycle 11 the patient drained 891ml. The rn stated she believes the caregiver (cg) did something that might have caused this, but was not sure what. The rn stated that there was no patient injury or medical intervention and the patient has been continuing therapy on the cycler successfully. No further information was provided.